Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance advancing could not be replicated as it was based on case circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported failure to advance was related to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the instructions for use states: do not advance any component of the emboshield nav6 embolic protection system against significant resistance. The cause of any resistance should be determined via fluoroscopy and remedial action taken. In this case, it is likely that continuing to advance against resistance caused the small dissection in the internal carotid artery which led to spasm. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the carotid artery, an emboshield nav6 embolic protection system (eps) was prepped per the instructions for use without any issues noted and the barewire filter delivery wire was wiped with heparinized normal saline prior to use. The emboshield nav6 eps was advanced for cerebral protection distal to the target lesion; however, during advancement across the target lesion the resistance was felt with the lesion. Reportedly, the emboshield nav6 eps was advanced against resistance and the barewire filter delivery wire tip caused a small dissection in the internal carotid artery which led to spasm. Nimodipine was given for the treatment of spasm. Reportedly, the emboshield nav6 eps was removed from the patient anatomy and the procedure was completed using another non-abbott protection device and an 8x6x30 xact stent was implanted. The dissection was ultimately treated when the xact stent was implanted. The patient outcome was satisfactory. There was no reported clinically significant delay in the procedure. No additional information was provided.